Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. AED on/off button fail to respond during test using saverevo.

Event description:
There was no patient involved. AED on/off button fail to respond during test using saverevo.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2013. Upon receipt the device was found to be intermittently failing the on/off button test within the saver evo application, confirming the reported fault. This was attributed to an issue with the membrane graphic layer, which had cracked under heat exposure. This may have adversely affected the functionality of the on/off dome, resulting in the intermittent fault. The sun bleaching observed on the speaker assembly, cracks on the membrane and the yellowing of the membrane adhesive side would all indicate device had been stored outside of the recommended conditions. No fault was detected on the on/off dome during final unit test (h032-014-004) prior to release from heartsine. Furthermore, information from the history log showed manual power ons shortly before and after the date of complaint, which would indicate the user was capable of power cycling the device via the on/off button. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.